Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler and the patient¿s death. Manufacturer product investigation is pending at the time of this clinical investigation as the cycler had not yet been returned. Currently, there is no reported allegation nor any objective evidence that a liberty select cycler malfunction or product deficiency caused the event. Based on the available information, the cause of the patient¿s death cannot be determined. The esrd death form is not available and there is no report that an autopsy will be performed. However, the patient was (B)(6) years old and reported y in fragile condition. Additionally, the patient had a past medical history of esrd, hypertension, chronic systolic chf and atrial fibrillation which are all significant risk factors for death. Patients with esrd have mortality rates much higher than the general population. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient expired on (B)(6) 2020 while on the liberty cycler. It was reported the patient had unspecified heart problems. There were no recorded direct allegations that the death was related to a fresenius device/ product malfunction or product issue. In additional follow-up, the reporting nurse confirmed that on (B)(6) 2020 the patient expired in her sleep. Reportedly, the patient was found on the morning of (B)(6) 2020 connected to the cycler and it was unknown at which point during their pd treatment the patient expired. The nurse was not able to provide details surrounding the events of the patient¿s death (ie: resuscitative efforts or if patient was brought to hospital). The nurse stated the cycler is not suspected to have caused or contributed to the patient death by family, or doctor. Additionally, the patient was completing pd treatments on the liberty select cycler without any complications or product issues prior to death, according to the nurse. It was stated the cycler was not evaluated after the event by the clinic as there was no suspicion for cycler involvement. Per the nurse the cycler has been returned to manufacturer per clinic protocol. The nurse reported pd treatment sheet is not available. The nurse reported the patient was in fragile condition. The nurse stated the patient was admitted to the pd clinic with ongoing systolic congestive heart failure (chf) condition; not related to pd therapy. Per the nurse, it could not be confirmed what caused the patient¿s death. It was reported the end stage renal disease (esrd) death certificate is not available and no autopsy will be performed.

Manufacturer narrative:
Additional information: h6 method result, and conclusion codes plant investigation: the actual device was returned to the manufacturer. No physical damage was noted, during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area, that could have punctured the cassette membrane. An as-received simulated treatment with reduced dwell times was initiated and completed without failures. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified, that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid under pump ¿a¿ and ¿b¿ mushroom heads, on the baseplate behind the front panel, and within the recess of the bottom cover adjacent to the pump. The cause of the observed, dried fluid could not be determined. There were no other visual discrepancies observed, during the internal inspection. A review of the device manufacturing records was conducted. And there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified, that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed. And an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Corrected information: d4- lot - replace n/a with blank (transcription error) plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.